Manufacturer narrative:
The reported complaint was confirmed. The technician from the manufacturer's subsidiary replaced the small display with knob assembly resolving the issue. There will be no parts returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the display on the roller pump did not work. There was no patient involvement.